Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). Low amplitude was also observed. Additionally, this patient experienced a nonsustained ventricular tachycardia episode that was undersensed by the device. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). Low amplitude was also observed. Additionally, this patient experienced a nonsustained ventricular tachycardia episode that was undersensed by the device. Additional information was received that the physician opted to perform a lead revision and this lead was capped, surgically abandoned, and replaced. No additional adverse patient effects were reported.